Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer report a scan of 5 mmol/l (90 mg/dl) when scanning the adc freestyle libre sensor using librelink and self-treat with food and went to bed. On (B)(6) 2020, the customer was unable to treat themselves and became aggressive and "blanked out." The wife called emergency services and the customer recalled awakening in the ambulance where a blood glucose test of 2.9 mmol/l (52 mg/dl) was obtained on the hcp meter. The customer was encouraged to eat some sugar items for treatment. A new sensor was then applied. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer report, a scan of 5 mmol/l (90 mg/dl). When scanning the adc freestyle libre sensor using librelink. And self-treat with food, and went to bed. On (B)(6) 2020, the customer was unable to treat themselves. And became aggressive and "blanked out". The wife called, emergency services. And the customer recalled, awakening in the ambulance, where a blood glucose test of 2.9 mmol/l (52 mg/dl) was obtained on the hcp meter. The customer was encouraged to eat some sugar items for treatment. A new sensor was then applied. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer report a scan of 5 mmol/l (90 mg/dl)when scanning the adc freestyle libre sensor using librelink and self-treat with food and went to bed. On 31-dec-2020, the customer was unable to treat themselves and became aggressive and "blanked out." The wife called emergency services and the customer recalled awakening in the ambulance where a blood glucose test of 2.9 mmol/l (52 mg/dl) was obtained on the hcp meter. The customer was encouraged to eat some sugar items for treatment. A new sensor was then applied. No further information was reported. There was no report of death or permanent injury associated with this event.